Event description:
It was reported that a cartridge ¿pops out of insulin pump from time to time¿. Customer reinstalled the cartridge resolving the issue. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.